Manufacturer narrative:
The complainant indicated that the device is available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a hemodialysis patient experienced an air embolism during their hemodialysis treatment. Reportedly, bubbles were noted in the line and treatment was stopped. The patient was treated at the clinic for a possible air embolism and taken to the hospital. The patient reported feeling "ill" prior to their treatment. The patient experienced blood loss of the whole circuit approximately 300cc. The patient was then transported via ambulance to the hospital. After being treated at the hospital, the patient was discharged home. The following day, the client returned to the clinic and successfully completed their hemodialysis treatment. Upon examination of the bloodline, the user thought air might be coming into the line through a loose blue rubber port. The bloodline is available for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. A visual examination of the returned device was performed; no defects were identified. Further examination found all bonds to the arterial and venous lines to be properly assembled. No damage identified during the analysis of the injection site from the venous and arterial line. The venous and arterial patient end connectors were examined and no defects were identified; specifically, collar or taper damage. A dimensional analysis of the male conical fittings of the venous and arterial patient connectors was performed; the dimensional checks were within the acceptable range. A leak test was then performed on the complaint device by pressuring the arterial and venous lines and submerging the device in water. No air bubbles were observed and no leaks were identified. A functional analysis was then performed by testing the complaint device using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a disconnection or leak from the patient venous and arterial connectors to fistula. Additionally, no leaks, level variations of venous and arterial chambers, or any alarms were generated during the simulated use testing. The device worked as intended with no noted abnormalities and no defects were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of air bubbles was not confirmed. The evaluation determined that the returned complaint device functioned fully as designed and met specification.

Manufacturer narrative:
The patient medical records were provided by the facility on january 11, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is no documentation within the medical record to suggest that the patient experienced an air embolism as a result of air in the combiset line. Additionally, there is no diagnosis of an air embolism within the provided documentation.

Event description:
(B)(6) 2015 dialysis orders: dialyzer: 160nre optiflux. Dfr: autoflow 1.5 dialysate composition: 3:0k, 2.5ca, 1.0mg, 100 dextrose. Sodium (meq/l): 137. Bicarbonate machine setting (meq/l): 34. Bfr: 450. Scheduled hours: 3.0. Blood volume processed: 81.0. Sodium modelling method: none, estimated dry weight: 44.00. (B)(6) 2015 dialysis orders: dialyzer: 160nre optiflux. Dfr: autoflow 1.5 dialysate composition: 3:0k, 2.5ca, 1.0mg, 100 dextrose. Sodium (meq/l): 137. Bicarbonate machine setting (meq/l): 34. Bfr: 450. Scheduled hours: 3.0. Blood volume processed: 81.0. Sodium modelling method: none, estimated dry weight: 44.00.